Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering low fio2 (fraction of inspired oxygen) and displaying the system fault 13 (while in use with fio2) alarm were confirmed. The asp opened the device and performed a visual investigation, where it was observed that the metering valve cable was not fully plugged into the control board. The asp plugged in the metering valve cable to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was that the metering valve cable was not fully seated.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. It was also reported that the device alarmed for "system fault 13" while connected to fio2 (fraction of inspired oxygen). This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There were no reports of patient involvement associated with the reported events.